Manufacturer narrative:
Additional manufacturing narrative: other, other text: masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed.  If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported the rad-g was "turning off and on." There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the returned rad-g was investigated. The device was able to power on and off via battery and ac power. The device remained powered on during testing with no errors observed.

Event description:
The customer reported the rad-g was "turning off and on." There was no patient impact or consequence reported.